Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil was delivered into the aneurysm, when the coil was pulled out for repositioning, it seemed that the coil had unraveled (stretched). Although it was collected together with the sl-10 microcatheter, the coil migrated from the aneurysm by several millimeters. When the delivery pusher was checked, it was judged that the coil was detached, and not unraveled,and it was confirmed by CT that the coil had unintentionally detached. A stent was used to mitigate the migrated portion of the coil and the procedure was completed. There was no damage to the pushwire and no resistance was felt when the coil was delivered through the catheter. The coil was only repositioned once. A continuous flush was used during the case. The devices were prepared and used per the instructions for use (IFU). This event occurred during the treatment of an unruptured left internal carotid artery aneurysm that was amorphous. The max diameter of 5mm and a neck width of 4mm. The anatomy was severe in tortuosity. The blood flow was normal. No patient injury occurred.